Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was between 15% and 30% of the ins battery left. There were 2 electrodes on the lead that were not working and the patient had lost weight. Due to these three factors the doctor was considering replacing the whole system and mentioned moving it to the other side. The patient was to see the physician for a follow up appointment. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v278189, implanted: (B)(6) 2009. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that all combinations with ¿leads¿ 0 and 2 measured impedances greater than 4,000 ohms. Normal battery depletion was also noted. Both the implantable neurostimulator and lead were replaced on (B)(6), 2013. The patient outcome of the replacement procedure was not provided.

Event description:
It was reported that the battery was sticking out of the patient's profile.

Manufacturer narrative:
Product ID 3093-28, lot# v278189, implanted: 2009-(B)(6), explanted: 2013-(B)(6), product type lead. (B)(4).